Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 14f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, there was no blood flow coming from the marker lumen when the proglide device was advanced and positioned in the artery. An attempt was made with another proglide device; however, the same issue occurred. The sheath was upsized to a 14f and the tavi was completed. Hemostasis was achieved via open surgery. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.